Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 18 g x 1.25 in. (1.3 mm x 31 mm) bd nexiva¿ closed IV catheter system fell apart during use leaving the needle exposed. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: a sample is not available for evaluation, however, the customer returned a photo for investigation. A photo inspection revealed a bottom web (clear film) placed over two portions of the nexiva unit; a grip with intact needle and a tip shield. The photo also revealed that the retention washer was missing from the tip shield. No other anomalies or damage could be observed in the photo. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: based on the photo evaluation the root cause for this incident has been determined to be a manufacturing deficiency. A formal corrective action will not be initiated at this time. However, manufacturing has been notified of this incident and the findings.